Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Investigation of the returned inspiratory pressure transducer printed circuit board (pcb) and evaluation of device logs have been finalized. Evaluation of received test logs show that the internal leakage test and pressure transducer test have been failing due to a high measured offset from the inspiratory pressure transducer since (B)(6) 2017. The date of event is updated accordingly. The failures were reproduced when the returned pcb was tested in a reference ventilator. During ventilation alarms for high pressure and high peep (positive end expiratory pressure) were generated and the respiratory rate was lower than set. When the pressure sensor on the returned pcb was replaced, performed pre-use check passed without deviation and no alarms were generated during ventilation. The pressure sensor's offset drift is the cause of the reported failure. The root cause of the observed offset drift has not been determined.

Event description:
(B)(4).